Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown, date implanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-07665 / 07947 / 07948).

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection. Additional information received that patient underwent total hip arthroplasty on (B)(6) 2014. During the irrigation and debridement procedure on (B)(6) 2014; the head, taper and liner were removed and replaced.